Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via the phone that an ar-2290 tenodesis implant was off the inserted when the package was opened. This was discovered during use in a shoulder procedure on (B)(6) 2021. The case was completed by the surgeon hand sewing the tendon to the tissue.

Manufacturer narrative:
Complaint confirmed. Visual evaluation confirms the biceps button was not attached to the button inserter. The biceps button was not returned for evaluation and the button inserter did not showed any damaged. The cause of this event is undetermined.